Manufacturer narrative:
Medwatch uf/importer report# (B)(4). Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During removal of the viperwire advance guide wire in a cardiac catheterization procedure, the tip of the viperwire became dislodged, trapped between the stent and the vessel wall.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).